Event description:
It was reported that a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed using a 31 mm watchman flx laa closure device with delivery system (wds). While in recovery, the patient experienced a stroke attributed to a thrombus. No further information is currently available.